Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the right ventricular - rv lead exhibited intermittent capture and atrial oversensing. A chest x-ray was performed and the rv lead was found to be dislodged. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported events were dislodgement, intermittent capture, and over-sensing. As received, a complete lead was returned in one piece for analysis. The reported events of intermittent capture and over sensing were not confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.